Manufacturer narrative:
Review of the pump module error logs confirmed the software failure was present in the logs. Reflash of the device software and subsequent functional testing the pump module functioned properly with no further software failures occurring. The customer reported problem was confirmed. The device was repaired, passed all required testing and specifications, and released back to the customer. This device was evaluated and repaired through the service repair process. Upon visual inspection the service technician noted the unit turned on consistently and operated as expected. An inspection of the error logs revealed error 800.8000 and was resolved by reflashing software onto unit. Battery was missing so a new one was added. A review of the device history record for sn (B)(6) was performed from date of manufacture 09/25/2019 to the present date 10/24/2020 and confirmed that this device was not previously returned for servicing. Also, there were no production failures indicated on the source device.

Event description:
It was reported the device failed to turn on or off. There was no patient involvement.

Event description:
It was reported the device failed to turn on or off. There was no patient involvement.

Manufacturer narrative:
The affected devices have not been received. A follow up report will be submitted with investigation results should the devices be received for evaluation.

Manufacturer narrative:
The affected devices have not been received. A follow up report will be submitted with investigation results should the devices be received for evaluation.

Event description:
It was reported the device failed to turn on or off. There was no patient involvement.